Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive to wake actions, with vibration occurring on tap-and-hold but no display, and the user denied any visible damage or impact; the user also removed and reinserted the cartridge and later noted rising glucose while attempting to pair a new cgm sensor. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms, no injury, and no hospitalization. Investigation included remote troubleshooting, education on proper cartridge replacement and setup, shipment of a replacement device, and instructions to sync data, shut down the device before return, and follow the healthcare provider¿s action plan while awaiting replacement. Investigation of this device was confirmed and revealed a suspected display wake/sleep button or screen responsiveness malfunction and potential infusion or delivery disruption related to cartridge handling; the device otherwise continued to receive cgm data and vibrate, indicating partial functionality. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the user interface display subsystem potentially compounded by user handling of the cartridge.